Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that on (B)(6) 2026, the patient underwent surgery to remove fns on femoral neck, with the product in question. During surgery, it was unable to remove a locking screw with a screwdriver. The surgeon gave up on using a screwdriver to remove the screw, and instead, used a carbide drill to grind off the screw head and remove the plate. The area around the screw remaining in the bone was excavated with a hollow reamer, and the screw was removed using an extraction bolt. After confirming that there were no remaining fragments in the body, the surgery proceeded to bipolar hip arthroplasty surgery. The surgery was completed successfully within 30minutes delay. No further information is available. This pc is related to (B)(4). (B)(4) reports the removal of fns to perform a revision procedure. This pc reports the screw was difficult to remove with a screwdriver during the removal of fns.